Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer received a correction injection to address bg level. Reportedly, the pump was replaced, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.